Manufacturer narrative:
One ampere¿ rf ablation generator was received for investigation. Ac power was applied to the generator and a successful power on self-test was observed. It was also verified that all internal components were secured, and no physical damage was detected on the chassis exterior. Based on the information provided to abbott and the investigation performed, the root cause of the signal issue and subsequent cancellation cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a flutter ablation procedure, no ablation signal was recorded on the recording workstation. The catheter, the cable to the ampere and the cable to the recording system were changed with no resolution. The procedure was cancelled. The status of the patient was stable.